Event description:
It was reported the colonovideoscope exhibited a noisy screen. The issue occurred during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.